Event description:
Information was received from a patient via a manufacturer's representative regarding a patient with an implantable neurostimulator for spinal pain. It was reported that the patient's stimulator was not helping with their pain so they wanted their device removed. The device was eventually explanted and the issue was noted to be resolved at the time of the report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.